Event description:
It was reported that the pump had a no disposable alarm. No patient injury was reported.

Manufacturer narrative:
Catalog number, lot number, unique identifier (UDI) unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.